Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained a false positive architect total b-hcg result for a (B)(6) female patient. On (B)(6) 2021 the sample generated a result of 1261.55 miu/ml. The patient was retested at an alternate hospital and obtained a negative (<5 miu/ml). A new sample was collected and generated a negative result of <1.2 miu/ml. No impact to patient management was reported.

Event description:
The customer obtained a false positive architect total b-hcg result for a 46 year old female patient. On (B)(6) 2021 the sample generated a result of 1261.55 miu/ml. The patient was retested at an alternate hospital and obtained a negative (<5 miu/ml). A new sample was collected and generated a negative result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending data, labeling, device history records and field data. Return testing was not completed as returns were not available. However, in-house kit testing of the complaint reagent lot was completed. Review of complaint and trending data did not identify any issues or trends. Labeling was reviewed and sufficiently addresses the complaint issue. Device history records for the complaint lot were reviewed and did not identify any non-conformances or deviations associated with the complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits. Additionally, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot.